Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a collimator iris too large error during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.